Event description:
It was reported that a device alarmed for a system error 322. There was no report of pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to reproduce the system error due to failure of the upper and lower aux. The failed upper and lower aux was replaced.